Event description:
Elderly male with history of hypertension, coronary artery disease, diabetes and non-segment elevation myocardial infarction. During the procedure coronary artery bypass graft x 3, vasoview hemopro-2 kept shutting off and did not cauterize. The cautery unit experienced a possible thermal shutdown. The lower leg was dissected without issue. Then the upper leg was dissected. About half way through the first pass with the cautery, the unit stopped working. I tried to energize the tips again and nothing happened. I pulled the tips out to make sure there was no char on it, there wasn't. After a 45 second cool down I put the unit back into the scope and proceeded to cauterize tissue with limited success. The unit was able to do two burns both of less than 5 seconds and shut down again. I pulled the cautery out of the scope, checked the tip and placed it in sodium chloride for 45 seconds. I was able to make one cut prior to the unit shutting off while trying to cauterize a branch. At this point I had the circulator get a new unit. The only piece changed out was the cautery unit. At this point I was able to finish the harvest without issue.